Manufacturer narrative:
On 15-jan-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was also reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was a problem with the vizigo¿ sheath tip not being smooth and having difficulty inserting in the growing area. The caller added there were ridges on the surface of the sheath and it was very difficult to advance the sheath. The vizigo¿ sheath was replaced and the problem was resolved. The case continued and there was no patient consequence. Additional information received indicated the black coating over where the electrodes are was just not smooth, it was bumpy. Making it difficult to insert into groin. There were no internal mechanisms exposed and unknown if there was any damage to the electrodes.

Manufacturer narrative:
It was also reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was a problem with the vizigo¿ sheath tip not being smooth and having difficulty inserting in the growing area. The caller added there were ridges on the surface of the sheath and it was very difficult to advance the sheath. The vizigo¿ sheath was replaced and the problem was resolved. The case continued and there was no patient consequence. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and dimensional inspections of the returned device were performed following j&j medtech procedures. Visual analysis of the returned device revealed that the soft tip was bumped by the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The device's outer diameter was measured, and dimensions were found within specifications. The bumped condition could be related to the issue reported. During product evaluation, the lot number of the device was identified to be 00002694. As such, a device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The bumped condition could be related to the skin incision size relative to the sheath; however, this cannot be conclusively determined. The instruction for use (IFU) states that during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).